Manufacturer narrative:
The patient underwent a lead revision. The physician replaced the lead with a new lead. The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is not receiving any stimulation. All contacts on the lead are showing high impedance reading. An x ray taken didn't show any lead migration. The physician would like to revise the patient's lead.

Event description:
A report was received that the patient is not receiving any stimulation. All contacts on the lead are showing high impedance reading. An x ray taken didn't show any lead migration. The physician would like to revise the patient's lead.